Event description:
It was reported that there was poor crossability and a dissection occurred during the procedure. It is unknown if the treatment was required; however, because of the date of the event, aditional information is not available. In the absence of that information, it will be assumed that additional medical intervention was used to treat the injury. The info contained in this report was captured during a post market eval conducted outside the us.